Event description:
It was reported that there was no ventilation. The patient developed acidosis and high co2 levels. The ventilator was replaced. Patient¿s final outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Additional information surrounding the event was requested and received. It was explained that during patient treatment, the connected humidifier (of another brand) was alarming and was therefore replaced. During replacement, the patient circuit was accidentally connected in a wrong way. The inspiratory tube was connected to the ventilator¿s expiratory side and the expiratory tube was connected to the ventilator¿s inspiratory side. The neonate patient of approx. 700 g with a tidal volume of 3-4 ml became hypercapnic and the user¿s conclusion was that the ventilator was not ventilating and that there was no alarm. No service on the ventilator was requested. The user facility simulated the setup and reportedly managed to duplicate the event with no alarm using a test lung but that the ventilator was ventilating. The ventilator was checked after the event and no anomalies were found. It passed pre-use check and no parts were replaced. Provided ventilator logs were reviewed. The event reportedly occurred on (B)(6) 2022between 7:30 ¿ 9:30 pm. The last successful patient circuit test prior this was at (B)(6) 2022 and latest start of ventilation prior the event was on (B)(6) 2022. There are no indications of a stop of ventilation during the reported event period. The ventilator has delivered breaths and there is nothing in the logs pointing to any technical issues with the ventilator. It is noted in the logs that no new patient circuit test was performed after the humidifier was replaced. This is also confirmed by the user. An important note in the user¿s manual states that if the patient circuit is changed after the pre-use check is completed, a new patient circuit test has to be performed. In conclusion, there are no indications of a stop of ventilation or a ventilator malfunction during the ventilation period. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).